Event description:
At explant, "severe" calcification of the ascending aorta at the previous aortotomy site, aorthic annulus, and proximal ascending aorta was noted. One of the leaflets appeared to be limited in movement with flushing of saline; however, no identifiable obstruction of the leaflet was found. Some pannus formation was noted below the valve but it did not interfere with leaflet closure. An annular enlargement was performed and a 21afhpj-505, was implanted. A redo double coronary artery bypass procedure was also performed.